Event description:
Healthcare professional reported a lap-band port "crack." It is not known how the event was first noticed. The lap-band port was explanted and replaced.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. No additional information has been reported to allergan regarding event or patient details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band,the port or the connector tubing."